Event description:
As reported this patient was undergoing endoscopic treatment for gastric ulcer bleed. Apparently the device was used without incident until readvancement of the device through the scope. Damage occurred to the end of the scope, as the needle had protruded the catheter. The physician was unaware that the tip of the needle had not retracted. There was no adverse effect to this patient. The complaint device has been shipped to this manufacturer and is undergoing decontamination. Upon completion of the device evaluation a supplement under report 6000123-2002-00004 will be provided.